Event description:
On 4/28/94, the pt underwent a two level decompression and fusion with instrumentation and pedicle screws. X-rays indicated loss of fixation of one of the pedicle screws at l2 on the left and a broken rod at l2-3 on the right. Pt readmitted on 8/20/96 for anterior interbody fusion, l2-l3, with moss cage and rib graft through left t-12 thoracotomy.